Event description:
A ventilator was returned to the manufacturer for a "device failure" allegation. The device was not inpatient use. During the evaluation of the device at the manufacturer's service center, a "vent inoperative" failure showed on the error log. The device's machine flow sensor was replaced to address the issue.